Event description:
It was reported that the system 9600emi intermittently locked up and had to be reinitialized. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction could not be duplicated, but it was further reported that the system interconnect cable was not fully seated. The cable was made secure. The system was tested and found to be working as intended and placed back into service.